Event description:
The physician started dissecting using a metz scissor. The tip of the metz broke off and was retained in the chest wall. The radiology dept was contacted. They used fluoroscopy to determine the exact location of the fragment and the physician retrieved it.